Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in the endovascular treatment of a patient with a 60mm aortic abdominal aneurysm. It was reported that during the index procedure, some air bubbles appeared in the tubing of the sentrant sheath with continued saline flushing. The device was replaced by a 16fr sentrant device and the event was resolved. As per the physician the cause of the event is due to a device problem. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: there was no damage evident to the sheath and dilator. The sheath was flushed with the dilator loaded with no issues noted. The dilator was removed, and the sheath flushed with no issues noted. There were no abnormalities noted to the returned device during analysis. The root cause of the event could not conclusively be determined; however the air bubbles visible in the side port extension tubing may have been introduced as a result of the syringe not being connected tightly during flush. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.